Manufacturer narrative:
D9: date returned to mfg 5/30/2024. One device was received for evaluation. Visual inspection found a bubbled dso seal, scratched lcd lens, and a broken battery door. There was no evidence to review in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the bad latch lock was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette not attached error. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.